Event description:
The patient was undergoing a robotic assisted nephrectomy. The covidien staple device worked fine the first time it was fired. Staff removed the first used load and re-loaded. When used the second time to divide the renal artery, the stapler misfired, creating a hole in the renal artery and aorta. This necessitated conversion to an open procedure and surgical repair of the renal artery and aorta.